Event description:
Pt suffered cardiac arrest during a pacemaker implant procedure while the table was extended. Apparently the staff had difficulty performing CPR because of the table flexing. The pt subsequently died.